Event description:
Health care professional (hcp) reports a pt reaction to the psn (polysynthane) membrane. The incident occurred at the onset of the pt's 4thexposure to the psn membrane. The pt experienced a headache, neck and chest pain, and numbness and tingling in his legs. The pt was treated with oxygen, and benadryl 50mg. Intravenously (IV) at the onset on the incident. The hemodialysis treatment was discontinued and no blood was returned. There was an estimated blood loss of 250cc. The treatment was resumed with an alternate membrane and an add'l benadryl 25mg. IV. The symptoms improved per the hcp.